Event description:
On (B)(6) 2013 the patient contacted animas alleging that he experienced blood glucose over 300mg/dl with mild thirst due to a bent cannula and the pump allegedly did not alarm for an occlusion. The patient was reportedly able to self-treat with an insulin injection for the bg elevation. The patient stated he had multiple bent cannulas over the past few days and the pump never alarmed for occlusion. Customer technical support reviewed the pump with the patient and found no occlusion alarms in the pump history. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported due to the allegation that the pump did not alarm as expected for occlusions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/27/2013 with the following findings: the black box review shows no activity outside of normal use, no ¿occlusion¿ alarm or any evidence of high force is observed. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24 hours. No alarm occurred during the duration test. Force sensor calibration reading is at the nominal count. The occlusion alarm was stimulated by clamping off the tubing. Evaluation revealed that there was no defect found with the pump. The pump gave the appropriate audible and visible alert. There was no defect found.